Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Upon visual inspection the service technician noted that they replaced upper pressure sensor assembly for error code 240.4150, lower pressure sensor assembly (patient side occlusion failure), ail sensor assembly (damaged housing). Rear case housing assembly (cracked upper well). A review of the device history record showed the device had a manufacture date of 02feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed. Investigation in progress.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.